Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delaying in receiving paperwork. The outer insulation was abraded from the inside-out and the blue cables were exposed outside the lead insulation at 14cm from the distal tip. (B)(6). Failure (event) observed during analysis.